Event description:
It was reported that the patient had an artificial urinary sphincter(aus) device implanted on an unknown date. The patient reported to his physician that his aus was not working properly. The physician diagnosed the issue as an atrophied urethra where the device has caused atrophy of the urethra over time. All components of the aus were removed and a new aus was implanted. The patient status is reported as fully recovered.